Event description:
It was reported that after a successful drg trial, during lead removal on (B)(6) 2023, fragments of the lead had broken off and were left implanted in the patient. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 9023658.

Event description:
Related manufacturer reference number: 3006705815-2023-04952. Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the lead fragments from the trial lead were surgically explanted and permanent system was implanted.